Event description:
It was reported that the insulin pump alarmed button error. It was stated that the customer was lying on the device. Blood glucose value is 140 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on liquid crystal display window.